Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation indicated. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients is male/(B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: impact of remote monitoring on the management of arrhythmias in patients with implantable cardioverter-defibrillator. J. Cardiovasc. Med. 2015;16(11):775-781.(B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patients who experienced inappropriate shocks. The status of the icds is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.